Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (B)(6) 2021 via medwatch #: mw5101150. Investigation summary: a complaint of a set breaking prior to infusion was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015861a lot number 21015214 was performed. The search showed that a total of 5,763 units in 1 lot number was built on 05jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the as lvp ss bag 20d low sorb 3ss cv experienced component separation. The following information was provided by the initial reporter: material no: 10015861a. Batch no: 21015214. Bd alaris infusion set used to infuse chemotherapy (doxorubicin/etoposide/vincrstine infustion). Upon manipulation, the pump line broke below the blue rigid connector at the area of pump line that would fit into the alaris pump.